Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed that the recommended bolus dosage was inaccurate. Reportedly, the customer attempted to deliver a bolus for a blood glucose (bg) value of 500 (mg/dl), and the pump recommended a bolus dosage of 60 units. Review of the customer's profile settings showed that the correction factor was 1 unit (u):8mg/dl. The customer reported making adjustments to the personal profile settings and that the intended correction factor should have been 1u:80mg/dl. Recommendation was made to consult with health care provider regarding adjusting pump settings.